Event description:
The customer system failed to connect and display an image. The customer described a no boot situation. There was no pt injury or death reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However no report of pt or staff injury was reported.